Manufacturer narrative:
Of the 117 allegations of a malfunction, 63 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to battery compartment cracks, moisture within the pump and force issues. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 117</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-84 years of age and between 21 and 230 pounds. Of the reported patients, 49 were male and 62 were female.